Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for unspecified microbes (2cfu/endoscope). The testing result was target level in the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The air/water channel : unspecified microbes (3cfu/100ml). The instrument channel : unspecified microbes (7cfu/100ml). The suction channel : unspecified microbes (6cfu/100ml). The auxiliary water channel : unspecified microbes (48cfu/100ml). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.